Event description:
On (B)(6) 2011, patient reported the infusion sites are causing issues. Patient stated he had an elevated blood glucose around 386 mg/dl, so he changed his infusion site and the first cannula was bent. Patient reported he tested later with the new infusion site and his blood glucose was at 491 mg/dl. Patient stated he removed the site and the infusion set cannula was also bent. Patient stated he put in a 3rd infusion site and it hurt, but it brought his blood glucose back down. Patient's normal blood glucose range is 80-120 mg/dl. Patient reported the infusion sites and infusion tubing have been changed every time. Advised patient to discontinue use of the infusion sets. On a follow up call on (B)(6) 2011, patient reported he received the replacement infusion sets. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.